Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine device follow-up, rv oversensing was detected due to myopotential. The episodes were recreated with coughing. The device was reprogrammed and the issue was resolved. No patient symptoms were reported.